Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection - j1 pin5 was bent and compressed. The available information is consistent with a malfunction of the battery pca. A formal corrective and preventative action project was opened to address an increase in the failure rate that was detected. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
1218950-2017-07685 follow up was mistakenly reported as -003 and should have been follow up -002

Event description:
It was reported to philips that the device has broken battery pins. There was no reported patient involvement.